Manufacturer narrative:
Qn#(B)(4). The device is reportedly unavailable for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The percuvance johans grasper tip fell in the patient during surgery. After insertion the physician noticed that the tip was not working properly. Instead of coming out to reattach he tried to resolve the issue inside using a dissector to grip the johans. The tip was retrieved with no complications to the patient.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Additional test performed as follow: twenty (20) samples of pcvmd5 maryland dissector were taken from the current production (same family as the 5mm johans grasper) lot # 73h1600902, a functional inspection was performed on the samples consisted on opening and closing the tips, and issue reported "tip detached" was not present in the current manufacturing process , samples inspected according with the characteristics in the procedure (B)(4) tecrev21. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The percuvance johans grasper tip fell in the patient during surgery. After insertion the physician noticed that the tip was not working properly. Instead of coming out to reattach he tried to resolve the issue inside using a dissector to grip the johans. The tip was retrieved with no complications to the patient.